Event description:
It was reported that customer experienced cgm error and received an error message during sensor use. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, was guided through pump reset steps, did not experience repeat error after reset, and successfully started new sensor session; no additional actions were documented.